Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes and deep vein thrombosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmation of bilateral tubal occlusion post essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: in previous version pregnancy information was missing in patient tab which was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received - new events pelvic pain, abnormal bleeding (general), psych injury, post - implant pregnancy and device ineffective were added. Patient underwent bilateral salpingectomy, case now considered serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.